Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the cylinders and pump were removed and replaced due to failure in the right cylinder. No patient complications were reported.